Event description:
The customer reported that they were one hour into the procedure and started using the endolaser. The initial power setting was 300 watts and the current seemed to be low. The doctor told the staff to turn the endolaser up all of the way. The system was turned up to 2,000 watts, and the system shut down and wouldn't fire. The doctor completed the procedure using silicone oil. However, the doctor will need to perform another procedure to add'l laser work on the eye.

Manufacturer narrative:
A company service representative examined the system and optimized the ktp temperature. He also determined that the lio fiber had low output. Investigation root cause analysis is in progress.